Event description:
It was reported to philips healthcare that the heartstart mrx therapy connector port was loose. There was no reported pt impact.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.